Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that they were going to bolus but the numbers on their insulin pump kept ramping up. The customer mentioned that the buttons would not work sometimes. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to moisture damage on the keypad trace. No scrolling numbers display anomaly noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.